Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first deployed closure device was fully recaptured and replaced with a 33 mm device. The second device was deployed with one partial recapture and redeployment. The device was successfully implanted. Post-procedure transthoracic echocardiogram (tte) showed no signs of pericardial effusion. Approximately, 1-hour post implant another tte was performed and no effusion was appreciated at that time. Shortly after, patient then developed hypotension with throat and chest pain. A repeat tte was performed to reveal a pericardial effusion with right atrial compression. A pericardiocentesis was performed, which drained 500 ml of fluid. After the pericardiocentesis was performed, blood pressure returned back to normal and the patient remained stable. Patient is doing well and has been discharged.